Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving shocks due to oversensing. The lead had dislodged. During a reposition attempt, the lead became stuck in the patient. The patient stayed in hospital for four days until the lead could be laser extracted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.